Event description:
During a ligation procedure for esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The physician was ready to release the ligator band and the trigger cord broke. The procedure was continued with a new ligator. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: we were able to confirm the complaint. The trigger cord was broken and was tied back with a knot by the end user. The breakage was located on the proximal braided portion of the cord approximately 32.6 cm from the proximal end of the cord. The cord was returned and had the barrel attached at the distal end. The barrel had three bands attached - the 4th black band, 5th amber band and the 6th black band. The catheter was also returned with both hooks attached and fully seated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. The instructions for use states: it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties or damage to the trigger cord. The instructions for use states: use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.